Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a navio assisted surgery, the navio bone screw driver broke. The procedure was successfully completed without any delay, as they did not longer need the device.

Manufacturer narrative:
H3, h6: the navio bone screw driver pfsr110164, lot 8016483 (japan) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The weld is broken and insert is loose. The most likely cause of this event is a broken weld between the insert and pin driver body. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. Further investigation into the reported failure has been conducted, and the potential root cause is a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. The investigation was closed with appropriate risk justification and objective evidence that led to the potential root causes listed above. Based on the investigation, no additional containment or corrective actions are recommended at this time.